Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
Additional narrative: update 9 july 2015 we have received the correct product code for the stem ¿ (B)(4). The product specialist advised that the code given previously ((B)(4)) may have been a lot number for the stem the product specialist confirmed that the 1st revision was not involving removal of depuy products, therefore no case was logged at the time. No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Corrective action was not indicated.

Event description:
Procedure: thr revision. Stem has subsided and surgeon acknowledges that this was due to undersized component. Because of subsidence the patient was disc locating and unstable.